Event description:
It was reported that the customer experienced a cartridge alarm with their pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.